Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient died of unknown cause on (B)(6) 2017. It was also stated that the pump would not be explanted and would not be returned. Site was asked for additional information on the circumstances surrounding the patient death but were told that no information would be available. No further patient information has been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the spouse that had went to work the morning of (B)(6) 2017 at 7am. That at 910am the spouse received a phone call from a neighbor that the emergency medical services were at the house and that the son found the patient on the floor next to the battery charger unconscious and with no power sources connected to the ventricular assist device (vad). It was stated that the son called 911 and was instructed to give cardiopulmonary resuscitation (CPR), but it was stated that the patient passed away. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the reported event can be attributed to a disconnection of both power sources from the controller. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients spouse stated that the patient ¿was on medications, but not any that would disorient¿ and was ¿starting to feel better so it was easy for the patient to let guard down¿. No further patient complications have been reported as a result of this event.